Event description:
It was reported that there was an alert for shock impedance high and out-of-range. An office follow-up found normal impedances. A review of the pulse generator memory data was done by technical services. The review found the device was not taking shock impedances measurements as expected. The device had undergone two successful resets on its own. A magnet reset in the office was done successfully. Technical services suspects the pulse generator had memory corruption. The patient stated having surgery recently with multiple x-rays done. The doctor will keep the system implanted and monitor the patient via latitude. The system remains implanted.